Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Block g4: the initial report submitted 04/08/2020 had an inadvertent entry error of 03/18/2020. Correct date is 03/16/2020. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up supplemental report #1 is being submitted to correct an inadvertent entry error in g4, the date received by manufacturer (becomes aware date).

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Block h3: the incomplete device was visually and microscopically inspected, damage was observed. There is a portion of drive cable remaining inside the catheter shaft, sharp edges were observed on the exposed section of the drive cable where the physician reportedly cut the device. The probable cause of the reported ¿could not move¿ failure could not be determined due to the damaged stated of the returned device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up supplemental report #1 is being submitted to advise pertinent device analysis findings.

Manufacturer narrative:
Internal reference: (B)(4). Blocks b1 & b5: corrected from adverse event to both adverse event and product problem.

Event description:
This adverse event and product problem is being submitted because additional intervention was required to remove the manufacturer''s device.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Facility declined to provide patient information. The implant or explant dates are not applicable to this device. State/prefecture is (B)(6). Device has not been returned to the manufacturer for analysis. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. The customer reported during a planned therapeutic coronary procedure, the manufacturer's device could not be moved over another manufacture's guidewire. After stenting with another manufacture's device, the manufacturer's device was advanced to the place where stent was deployed and got stuck. An additional guidewire was inserted, then a balloon catheter and inflated. The manufacturer's device was released and removed as one-piece. This adverse event is being submitted because additional intervention was required to remove the manufacturer's device. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Block g: the supplemental follow-up #2 submitted on 3/7/2021 had an inadvertent entry error of (B)(6) 2021. Correct date is (B)(6) 2020.